Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for the reported fracture and obstruction of flow. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600620 chronic catheter allegedly experienced fracture and obstruction of flow. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for the reported fracture. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600620 chronic catheter allegedly experienced fracture. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.